Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic tip of the impactor was split while impactor the glenosphere onto the baseplate. Additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified there is a small piece of black poly fragment retained on the threads of the impactor as well as bio-debris. The black poly impactor tip was not returned. The device returned shows signs of prior use. There are deep gouges on the shaft of the impactor just below the strike plate on the proximal end. The strike plate is also gouged and there is damage to the prongs on the distal end of the impactor. Product information verified from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.